Event description:
It was reported that stent thrombosis, chest pain and myocardial infarction occurred. A taxus liberte paclitaxel-eluting coronary stent system was implanted. More than a year, the patient presented to the cath lab with acute myocardial infarction. The patient experienced chest pain. Stent thrombosis was noted. Thrombectomy was performed and a stent was implanted to treat the lesion. No further patient complications were reported and patient's status was fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).